Event description:
The service report shows no audible alarm. The mallinckrodt customer support engineer (cse) verified no audible alarm. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.